Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8703, lot# j93122348, implanted: (B)(6) 1993, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the device was explanted due to infecton. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Event description:
Additional information received from the hcp indicated the onset date of the infection was (B)(6) 2013. There were no signs or symptoms reported. The primary location of the infection was the device pocket and a culture obtained from the device pocket revealed no growth. The patient received oral and IV antibiotics. It was further noted that at the time of replacing the pump (for battery life) the patient was found to have thick white fluid surrounding pump, therefore the pump and catheter were removed and not replaced. The patient outcome was noted as infection resolved, no drug withdrawal.